Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 435 mg/dl. It was reported that the insulin pump alarmed no delivery during bolus. A fixed prime cannula of 5u was performed and the test was fine. Insulin pump will not be returned for analysis.